Manufacturer narrative:
(B)(4). Date sent: 11/3/2023. D4: batch # unk. Investigation summary: this is an analysis of one photo and one video submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a label with product code cecr45w. The video shows a device with a white reload loaded and a small piece of the tissue was noted between the jaws. At the 0:01 mark, the jaws are closed. At the 0:04 mark, the device is fired and at the 0:11 mark the jaws are open and bleeding was noted in this area. The video shows that the device was only closed and held for about one second prior to firing and the vessel was under extreme tension during firing which may have caused or contributed to the bleeding seen. In addition, the staple formation appears to be appropriate with b-formed. Please note instruction for use: holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. Based on the photo and video the event described is confirmed, however no conclusion or root cause could be determined. Device history review: a manufacturing record evaluation was performed for the finished device e22090006, and no non-conformances were identified. Additional information was requested and the following was obtained: it was reported that during the surgery, after the 4th fire, noted bleeding. The surgeon suspected malformed staples. Changed to open operation and manual sewing to control the bleeding. Then used the same endo cutter with other reloads to complete the surgery. The surgery delayed about 60 mins. A video was provided. What structure was the device fired on? Pulmonary vessels. Any clips in the area of the vessel when fired upon? Unknown. What device stapling product code was used? Psee45a. Was the surgeon aware of the recommendation to wait 15 seconds prior to firing the device? Yes. Does the surgeon typically fire the vessels under tension as seen in the video? Yes. Approx blood loss? 1500ml current. Patient status? Discharged. How was the procedure completed? Changed to open operation. Were blood products administered? Yes, amount unknown.

Event description:
It was reported that during an unk surgery, after the 4th fire, noted bleeding. The surgeon suspected malformed staples. Changed to open operation and manual sewing to control the bleeding and completed the surgery. The surgery delayed about 60 mins.